Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited an increased power consumption. It is believed that this issue is related to an increase of signal processing due to atrial arrhythmia. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. It was mentioned that reprogramming to vvir and atrial sensing off was considered, yet this change was not confirmed. Additional information was received from technical services mentioning that power consumption had actually gone down at recent check from prior. The health care professional that reported this case was advised to check if the power consumption raises again so a device analysis is performed. No adverse patient effects were reported.